Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to leakage from the scope-cover packing. However, a definitive root cause could not be determined.  The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was out of specification.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement.